Manufacturer narrative:
The complaint was not confirmed due to the product not being returned. A lot number was provided therefore, a review of the manufacturing records could not be performed. Due to the unavailability of the device and lot number, the cause of the complaint could not be determined. No conclusion can be drawn.

Event description:
There was a lung tumor 2cm ablation by starburst sde. Target temperature is 90 degree 35w. During the rfa procedure, the temperature is range from 45-50. Output energy is 1w-3w. Efficiency is 1. And then we change to the 2nd generation generator, after 5.2 minutes ablation, generator stopped. After we reopen it, and 0.8 min after each target temperature, the generator stopped again. Doctor asked to decrease the target temperature to 80 degree. After 0.3 min ablation, the generator stopped again. Ablation can't be continued. After cool down 0.5 min, each point of temperature is around 45-60 degree. Total time is 25.2 mins. The tissue is without change under CT. The patient has pneumothorax because the operation time is long.